Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing when using tnih lot 114. An initial elevated atellica im tnih result was observed for a 28-year-old female patient. New samples were drawn and tested on the following two days, and each sample produced an elevated tnih result. The physician questioned these elevated results, and the patient¿s sample was sent to another laboratory for testing using an alternate method (roche). The alternate-method result was much lower (near or below cutoff) and considered consistent with the patient¿s clinical condition. The atellica im tnih results were identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance. Note: each observation of an erroneous atellica im tnih result is reported separately.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. Siemens is investigating.